Manufacturer narrative:
The physical device was not returned. Cloud data from the user for the day of (B)(6) 2026 was downloaded and reviewed. Review of the cloud data found that a manual 9 u bolus was started at 15:29. The user adjustment record indicates that the total bolus volume was manually adjusted from 0 u to 9 u before being started, confirming that it was a manually delivered bolus as reported. Without log files, it could not be determined if the controller was interacted with to program and start this 9 u bolus. The exact cause of the reported uncommanded bolus could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's omnipod 5 controller/personal diabetes manager showed a manual bolus that they did not initiate while in automated mode. They noticed the event around 15:30 while at work and later experienced a hypoglycaemic episode. To treat the low, the patient consumed sugar and cereal, which led to subsequent high blood glucose. The reported blood glucose level was 5 mmol/l (90 mg/dl).